Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced, but confirmed through a review of the event history log. System error 105 was confirmed and caused by an intermittently seizing motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unk.